Event description:
The customer reported that on (B)(6) 2012 an erroneous, high alanine aminotransferase (alt) result with an instrument flag was generated from an olympus au600 clinical chemistry analyzer for one patient sample the instrument generated flag accompanying the erroneous result was an "e" error code - overreaction in a rate assay detected. The erroneous result was reported outside of the laboratory and was questioned by a physician. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat, a lower alt result was generated. The patient was redrawn and the original and repeat results for the second sample confirmed the lower original sample repeat result.

Manufacturer narrative:
The "e" flag is programmed to utilize an alternate calculation if the absorbance difference reading between specific read points exceeds a defined threshold. In this event, the software used a different calculation to generate a result because there was an increase in reaction absorbance before the normal alt read times for an unknown reason. The cause of the erroneously high result was an increase in reaction absorbance before the normal alt reaction read window that upon repeat was not there. The instrument caught the error and the result was flagged appropriately with an "e" flag. The erroneous result should not have been reported out of the laboratory, however, the customer's instrument application was not set up to require the repeat of values with instrument generated "e" flags prior to release from the laboratory.